Event description:
(B)(4). Two months severe bleeding, went to ER, coil is no longer in tube but in my uterus. After procedure was done, I had my period for a full year. Severe anxiety within the last 3 years, bloating, joint pain, allergic to jewelry, brain fog, the list goes on.